Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device lodged within myometrium and device partially uncoiled with myometrium'), device expulsion ('migration of essure device location of device: myometrium/along the right fundus.\ migration') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin rash, dysmenorrhoea, depression, bloating, frequency urinary, urinary incontinence, abdominal pain lower, heavy periods, fibroids, vaginitis, bloody discharge, uterine cervical squamous metaplasia, paratubal cyst, other disorders of intestine, breast disorder and menstruation irregular. Concomitant products included oral contraceptive nos since 2004 for birth control as well as omeprazole since (B)(6) 2014, salbutamol sulfate (inhalerin) since 2009 and sertraline hydrochloride (zoloft) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression\ psych injury"), bladder disorder ("bladder or urinary problems or changes\bladder probs"), urinary tract disorder ("bladder or urinary problems or changes\urinary probs"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female\ pelvic"), fatigue ("fatigue"), alcoholism ("other injury(ies) or complication please describe: alcoholism.") And migraine ("migraine/headache") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: general rash on skin"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), abdominal distension ("bloating") and skin disorder ("rash/skin condition") and underwent self-medication ("self medication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), total hysterectomy(uterus and cervix removed) and bilateral salpingectomy: and on (B)(6) 2016 novasure, endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine and skin disorder outcome was unknown and the depression, rash, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain, pelvic pain, fatigue, weight increased, alcoholism, abdominal distension and self-medication had resolved. The reporter considered abdominal distension, abdominal pain, alcoholism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, pelvic pain, rash, self-medication, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: coils visualized: left- 4 right- 7 results: successful placement of coils. Physician told her possible tubal pregnancies have or may occur. Received treatment for allergy-rash/skin condition, psych injury, migration,bladder probs , urinary probs, fatigue, weight gain, other, dental probs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches, depression, skin rash and bloating concerning the injuries reported in this case, the following one was described in patient's medical records: the device penetrates into the uterine myometrium along the right fundus, device lodged within myometrium and device partially uncoiled with myometrium most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event outcome of fatigue,weight gain, dental probs, alcoholism & dyspareunia was updated from unknown to recovered/resolved. Lawyer was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device lodged within myometrium and device partially uncoiled with myometrium'), device expulsion ('migration of essure device location of device: myometrium/along the right fundus.\ migration') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin rash, dysmenorrhoea, depression, bloating, frequency urinary, urinary incontinence, abdominal pain lower, heavy periods, fibroids, vaginitis, haemorrhage nos, uterine cervical squamous metaplasia, paratubal cyst, other disorders of intestine, breast disorder and menstruation irregular. Concomitant products included oral contraceptive nos since 2004 for birth control as well as omeprazole since (B)(6) 2014, salbutamol sulfate (inhalerin) since 2009 and sertraline hydrochloride (zoloft) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression\ psych injury"), bladder disorder ("bladder or urinary problems or changes\bladder probs"), urinary tract disorder ("bladder or urinary problems or changes\urinary probs"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female\ pelvic"), fatigue ("fatigue"), alcoholism ("other injury(ies) or complication please describe: alcoholism.") And migraine ("migraine/headache") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 28 days after insertion of essure. On 1-mar-2010, the patient experienced rash ("rashes or skin conditions type: general rash on skin"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), abdominal distension ("bloating") and skin disorder ("rash/skin condition") and underwent self-medication ("self medication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), total hysterectomy(uterus and cervix removed) and bilateral salpingectomy: and on (B)(6) 2016 novasure, endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine and skin disorder outcome was unknown and the depression, rash, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain, pelvic pain, fatigue, weight increased, alcoholism, abdominal distension and self-medication had resolved. The reporter considered abdominal distension, abdominal pain, alcoholism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, pelvic pain, rash, self-medication, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: coils visualized: left- 4 right- 7 results: successful placement of coils. Physician told her possible tubal pregnancies have or may occur. Received treatment for allergy-rash/skin condition, psych injury, migration,bladder probs , urinary probs, fatigue, weight gain, other, dental probs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches, depression, skin rash and bloating concerning the injuries reported in this case, the following one was described in patient's medical records: the device penetrates into the uterine myometrium along the right fundus, device lodged within myometrium and device partially uncoiled with myometrium quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device lodged within myometrium and device partially uncoiled with myometrium'), device expulsion ('migration of essure device location of device: myometrium/along the right fundus.') And genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin rash, dysmenorrhoea, depression, bloating, frequency urinary, urinary incontinence, abdominal pain lower, heavy periods, fibroids, vaginitis, bloody discharge, uterine cervical squamous metaplasia, paratubal cyst, other disorders of intestine, breast disorder and menstruation irregular. Concomitant products included oral contraceptive nos since 2004 for birth control as well as omeprazole since (B)(6) 2014, salbutamol sulfate (inhalerin) since 2009 and sertraline hydrochloride (zoloft) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain female"), fatigue ("fatigue"), alcoholism ("other injury(ies) or complication please describe: alcoholism.") And migraine ("migraine/headache") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: general rash on skin"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and abdominal distension ("bloating") and underwent self-medication ("self medication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), total hysterectomy(uterus and cervix removed) and bilateral salpingectomy: and on (B)(6) 2016 novasure, endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, alcoholism and migraine outcome was unknown and the depression, rash, dysmenorrhoea, abdominal pain, pelvic pain, abdominal distension and self-medication had resolved. The reporter considered abdominal distension, abdominal pain, alcoholism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, migraine, pelvic pain, rash, self-medication, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: coils visualized: left 4, right 7. Results: successful placement of coils. Physician told her possible tubal pregnancies have or may occur. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches, depression, skin rash and bloating concerning the injuries reported in this case, the following one was described in patient's medical records: the device penetrates into the uterine myometrium along the right fundus, device lodged within myometrium and device partially uncoiled with myometrium. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs and mr received-event injury to herself removed and new events device lodged within myometrium and device partially uncoiled with myometrium, migration of essure device location of device: myometrium/along the right fundus, abnormal bleeding (general), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type: general rash on skin, bladder or urinary problems or changes: bladder disorder, urinary tract disorder¸ dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain female, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: alcoholism, bloating and migraine/headache. Reporter and patient demography added. Updated suspected drug indication, medical history, lot number, lab data and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.